Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised in (B)(6) 2007 due to unknown concerns with the implants. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.